Event description:
It was reported that after the needle was inserted into the pt¿s jugular, the clinician was unable to insert the swg through it. The clinician decided to remove it, however, was unable to remove the swg from the needle and as a result, both had to be removed as one. A new kit was opened; however, the same issue occurred. See MDR # 2242445-2012-00013 for the second report involving the same pt. A delay was reported, however, there was no death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.